Event description:
It was reported: patient complained of pain. Surgeon reported that during the explant surgery he noticed that the cup was broken and is not sure if the breakage occurred during the explant surgery or prior to the surgery.